Event description:
It was reported that patient has been experiencing shortness of breath. The dyspnea is not occurring all the time with stimulation and per mother the dyspnea normally occurs at night when patient is lying down. The patient recently has vns programmed off for an MRI and other testing with the shortness of breath still persisting with device disabled. The patient was intubated and in the hospital due to the shortness of breath at time of initial report. Further information was later received indirectly received that patient passed away while is hospice care with cause of death unknown. No further information has been received to date.